Manufacturer narrative:
Patient information is not available for reporting. Additional product codes for this report include hwc. (B)(4). Due to fitting problems, the device was not implanted during the procedure. The complaint part is not expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: october 28, 2015 - expiry date: october 1, 2025. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure during which a proximal femoral nail antirotation (pfna) blade was implanted. During insertion, the blade would not engage the screwdriver properly in order to lock into place. The mechanism seemed to be blocked and it was impossible to loosen. As a result, the device was removed and an alternate blade was implanted instead. The procedure was completed successfully with no reported delay. This report is 1 of 2 for (B)(4).